Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined.